Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited far r oversensing. Programming changes were made. The patient was stable.